Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse made multiple service visits, performed multiple cleanings, and replaced the ion-selective electrolyte (ise) electrodes, mid standard solution, roller pump tubing, ise reference valve, ise solenoid valve, connection tubes, syringes, driver board, sample dispenser, pressure sensor and degassing unit which resolved the issue. Date of birth: information not provided by customer. Weight: information not provided by customer. Ethnicity: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of low anion gap on patient results on the dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.